Event description:
A registered nurse reported during a case that they had red crosshairs while in navigate in the landmarx software. She reported that they had encountered this earlier in the case and were able to resolve it by going back to the registration screen and coming back into navigate but that this had not been successful the second time. There was no impact to the pt outcome reported.

Manufacturer narrative:
Software has not been evaluated as of the date of this report.